Manufacturer narrative:
The insulin pump was received with esc and act buttons intermittent response due to moisture damage on keypad traces. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off, cracked belt clip slot, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump are sticky and not responding. The customer's blood glucose was 91 mg/dl at the time of incident. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.